Manufacturer narrative:
The device was returned to zoll medical corporation and the malfunction was duplicated and attributed to the front enclosure. Review of the device log found that the device failed self test for a button short with the energy select down button. The front enclosure was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed self test for defib function. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.